Manufacturer narrative:
E1 full facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had a increased water supply time approximately one month after replacing the water filter. The issue occurred during reprocessing. There was no patient involvement.